Event description:
During the procedure, the trapease failed to deploy. The product was removed from the pt, and another trapease was used to complete the procedure. The product will be returned. The analysis of the product revealed that one of the barbs were fractured/separated from the filter.

Manufacturer narrative:
It was initially reported that the trapease filter failed to deploy and was removed from the pt. Clarification of the event from the clinical hospital personnel was not available. The access site was not provided (e.g. Right or left femoral vein). It is unk if the vessel was tortuous and/or if the delivery sheath kinked during delivery, preventing the filter from exiting the sheath. A non-sterile trapease filter was returned for analysis, partly inside the original storage tube. The actual involved delivery sheath was not returned. Microscopic examination of the filter revealed that one barb was separated from the filter. This separated barb was not returned. It is possible that during advancement of the filter through the delivery sheath, a barb punctured through the cannula wall and caused the reported deployment difficulty. This puncturing of the barb through the cannula wall can be caused when the sheath cannula is in a severe bend condition. It is possible that the barb was separated from the filter during this puncturing. However, the exact cause of the reported deployment difficulty and barb separation could not conclusively be determined without the actual involved sheath returned. The instructions for use (IFU) notes that "it may be preferable to use the right-sided approach because filter advancement can be problematic when using a tortuous left-sided vessel approach." The IFU also notes, " if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath to negotiate the curve, and then continue to advance the filter." As previously noted, the filter was returned partly inside the original storage tube. There are two possibilities as to how this occurred: the operator removed the filter from the sheath after use and tried to put it back in the filter cartridge, or the filter never fully exited the filter cartridge, into the sheath and into the pt, and therefore could not be deployed. In both of these scenarios the filter barb could have been damaged/separated. With the info provided, a definitive conclusion cannot be determined as to the cause of the reported "deployment difficulty" and the observed barb separation. However, procedural factors, user handling and/or lesion characteristics could have been contributing factors.